Event description:
It was reported that the bd ultra-fine¿ insulin syringe barrel was found cracked when removing it from the shelf carton. The following information was provided by the initial reporter, translated from japanese: "the customer's report is that the barrel was found to be cracked upon opening of the shelf carton."

Manufacturer narrative:
Initial reporter phone#: unknown. Initial reporter e-mail: unknown. Investigation summary samples were received and an investigation was performed. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.